Manufacturer narrative:
The pump powered up properly after battery installation. The operating currents were within specifications. No unexpected battery out limit alarms were noted. The pump had intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, and a bleeding lcd glass.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the buttons were not working and the pump was going into suspend. Customer changed out the battery but received a battery out limit alarm. Customer reverted to a back-up plan of manual injections last night. Customer stated that he received a battery out limit alarm prior to receiving a button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.